Manufacturer narrative:
(B)(4).

Event description:
It was reported noise reversion and vf episodes were observed due to myopotential oversensing. The patient was asymptomatic. The patient did not receive therapy. Oversensing could be replicated with deep breathing. The lfa was turned off. The patient will be followed normally.